Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's device was checked on (B)(6) 2016 and the battery life remaining showed 18-25%. The physician was surprised about the battery life as the device was implanted less than 13 months ago. A review of device history records for the generator shows that no unresolved non-conformances were found. Additional relevant information has not been received.

Event description:
Patient underwent generator replacement on (B)(6) 2016. The explanted generator was received on 10/26/2016. Analysis is underway but has not been completed to date.

Event description:
Clinic notes were received for patient's prophylactic referral for generator replacement due to clinically worse seizures. The generator is still at 25% battery with lead impedance ok. Clinic notes form (B)(6) 2016 also indicate that the patient had a very large seizure on (B)(6) 2016 and patient has not had one like this in a very long time. No known surgical interventions have occurred to date.

Event description:
Both interrogation and system diagnostic test were performed, with a distance of one and one-quarter inches (spacer block) between the pulse generator and the programming wand. The following results were noted: ifi - no (diagnostic vbat calculation results were 2.764 volts (ifi <= 2.74v)), communication were ok, lead impedance and current delivered were normal for all diagnostic tests performed. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was successfully verified in the pa lab. The pulse generator diagnostics were as expected for the programmed parameters. The pulse generator performed according to functional specifications. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The pulse generator was opened. Possible contaminates were observed on the trimmed edge of the pcba (tab removed). No other visual anomalies were identified. To evaluate the possible side effects of the contamination, observed on the trimmed edge of the pcba, vboost (tp 8), vcpu (tp 2), and vbat (at r4) were monitored on a bench oscilloscope. Observations from the bench oscilloscope show that vcpu (ch 2) does not have a non-typical / fast discharge slope during the output current ¿off¿ time as previous devices (less resistive path). However, observations of vboost (ch 3) shows fast charge/discharge cycle of approximately of 440ms, while vbat (at r4) shows a drop of approximately 57mv during the charge/discharge cycle. The battery was removed. The pcba was subjected to a postburn electrical test. Results show that the pulse generator module failed several electrical tests including supply current 2ma/normal, supply current off, supply current off sense, magnet detection normal, magnet response, and trim diagoncurrent. A diamond scribe was used to remove the contamination between the copper edges on the trimmed edge of the pcba. The first cut was to isolate vbat from rx/tx, vcpu, vboost, acomp, and bcomp on the trimmed edge of the pcba, which resolved most of the current issues in the supply current tests. The results of the removed contamination indicate a probable electrical path (resistive path) was established between vboost and vbat causing most of the current drain issues. The reported allegations of ¿premature end of life (eol)¿, was verified in the pa lab. The battery, 2.791 (ifi <= 2.74v) volts, shows an ifi=no condition. The data in the diagaccum consumed memory locations revealed that 29.458% of the battery had been consumed. However, the battery voltage is lower than typically observed for the noted consumption value. Remaining residual material on the pcba edge after the ¿test tab¿ removal manufacturing process resulted in increased current consumption (out of speciation) for both standby and pulsing modes of operation, and may have been the contributing factor for the reported allegation of ¿premature end of life (eol).¿